Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a versacross connect with the was were used to cross the interatrial septum (ias). The wire crossed via radiofrequency without issue and anchored in pulmonary vein. The pigtail was inserted over the wire, which was then removed. St segment elevation was noted on electrocardiogram (EKG) and lasted three (3) minutes. The physician increased oxygen to 100 percent and assessed ventricular movement on tee. The st segment elevation resolved without intervention. There were no patient complications, and the patient was discharged the same day of the procedure. It was further reported that per the physician, what was thought to have caused the st elevation was air in the pigtail.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a versacross connect with the was were used to cross the interatrial septum (ias). The wire crossed via radiofrequency without issue and anchored in pulmonary vein. The pigtail was inserted over the wire, which was then removed. St segment elevation was noted on electrocardiogram (EKG) and lasted three (3) minutes. The physician increased oxygen to 100 percent and assessed ventricular movement on tee. The st segment elevation resolved without intervention. There were no patient complications, and the patient was discharged the same day of the procedure.